Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported that the insulin pump alarmed during the manual prime. Customer also stated that the drive support cap is sticking out. Customer's current blood glucose reading is 125 mg/dl. No further information reported.

Manufacturer narrative:
Insulin pump alarmed during basic occlusion test due ot loose/protruded drive support disk. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched resrevoir tube window and stained end cap sticker.